Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 078. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/23/2016. Correction to initial report: this complaint was inadvertently reported. The alleged call service 078 alarm was determined not to be a pump malfunction. The alarm reportedly did not occur three or more times in 30 days and troubleshooting did not find any product defects. The pump was not returned or replaced for this allegation.

Manufacturer narrative:
The device was evaluated on 2/14/2017 with the following findings: call service 078-0008 alarms (motor rewind error) observed in black box. Rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no alarms occurring. Opened pump, observed no moisture ingress. Motor flex connector skewed and not fully inserted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.